Event description:
During the procedure, the device emitted metal fragments in the pt's shoulder. The metal fragments were successfully irrigated out of the surgical site. No injury to the pt or adverse event was reported.

Manufacturer narrative:
The visual examination of the returned device revealed damage to the distal end of the inner and outer shafts and galling marks on the inner shaft. The observed galling marks indicate that excessive "side-loading" force was exerted onto the device while in use, thus causing discharge of metal fragments.